Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the balloon slipped out of the uterus multiple times. Saline leakage was noted during removal of the balloon and the customer suspected that the balloon burst during insertion. There no reported adverse effects to the patient as a result of the reported product problems.